Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer was not working and users were unable to access the drawer and its contents. The drawer housed most critical care drips that could not be placed in other drawers or the tower. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height cubie drawer 6 was failed. A field service engineer (fse) confirmed no drawer failures at the station. Hardware test application (hta) diagnostics passed successfully. Fse cleared medication jam/obstruction, then main station was fully operational. Pharmacy technician verified. The system functioned as intended after the field service engineer repaired the device.